Manufacturer narrative:
One cadd ms3 pump was received to investigate the reported issue. It was received in a good physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue in the event log. A functional test and visual inspection was performed to further investigate, and the reported issue was confirmed. The device found error code 112 on the screen display and failed lead screw test. The error code 112 indicated a problem with motor issue. It was determined that the motor was inoperable and the root cause of the issue. Therefore, the motor will be replaced and the front housing will also be replaced as part of the repair process.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that there was a system fault while testing.